Event description:
Physician was attempting to implant 1 resolute integrity drug-eluting stent (3.00mm x 30mm) to moderately tortuous lesion in the rca with 100% stenosis and severely calcified lesion but the stent could not pass and when removed damage to struts were noted. The device was inspected and prepped before use with no issues noted. The lesion had been pre-dilated twice with two sprinter balloons at 14 atm. Excessive force not used during attempted positioning. The physician believe that the event was procedural related and not device related and no patient injury was reported for this event. Evaluation summary the stent was positioned between the marker bands as per specifications. The 10th distal stent segment was raised and deformed

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification and tortuosity). Deformation problem. Conclusion - known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis, calcification and tortuosity). (B)(4).